Manufacturer narrative:
Per tandem's t:slim user guide: "check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock disconnected from the infusion set tubing. Customer's blood glucose (bg) level was in the 300's (mg/dl). The customer administered a manual injection. Reportedly, the customer was able to reconnect the luer lock connection. A follow up with the customer indicated that bg level was 90 mg/dl.